Manufacturer narrative:
The insulin pump was received with a detached end cap. The device also had a bleeding lcd glass. The following cosmetic damage was noted on the device: a cracked case at the reservoir tube, a cracked reservoir tube window, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer reported via phone call, the insulin pump had a crack on it. Customer then stated the bottom of the device comes off when he primes the device. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer stated the crack was at the bottom were the sticker was. He used a rubber band to hold the device together. Customer was unaware how the damage occurred. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The customer returned the device for analysis.